Event description:
A physician reported that a female patient experienced a corneal ulcer, with possible infection while using renu with moistureloc multi-purpose solution. The patient presented to the emergency room on an unspecified date and was treated with vigamox. The patient presented to the reporting physician in 2006 and was prescribed tobradex and additional vigamox. The corneal ulcer was located on the edge of the central 4mm. A culture was taken and the results were negative at one and three days. It was unknown what the culture was for. A follow-up visit 9 days later revealed that there was no decrease in visual acuity and the ulcer was clearing up well. The patient was referred to another physician. As of 5/15/2006, the patient was fully recovered with no scarring.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Based on all information, no causal factors can be determined and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some apsect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.